Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the pulse wire in the dn to rear te cable as damaged. The root cause of the damaged wire could not be positively identified. No adverse event resulted from the damaged pulse wire. The last pt to use this belt did not report any problems.

Event description:
A review of service data detected a reported event. During servicing, e-belt sn (B)(4) was found to have a damaged pulse wire. The last pt to use this belt did not report any deficiencies.